Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The homechoice rite functional test was performed and it failed the modem loop back test however; all other testing performed during the rite functional test found no issues that could have caused or contributed to the reported difficulty. No failure or malfunction was identified that could have caused or contributed to the event. Therefore, the homechoice is no longer considered suspect product in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing at the time of death; however, it was unknown if the patient was performing therapy with a homechoice device at the time of death. No additional information is available.